Event description:
The hosp reported that during the saphenous vein harvesting procedure, the conical tip detached into the tunnel during dissection. An incision was made to retrieve the tip. No add'l pt complications were reported.